Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after all cases, at the end of the day when instrument were being inspected and reset, it was found that the tibial impactor was cracked and there is missing piece of plastic. All case trays were inspected and sterile processing department was searched, but the piece was not found. The sales rep who was in the case spoke to the surgeon, who was unaware of the broken impactor, but confirmed that no pieces were left in the patient.